Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2017 with the following findings: multiple loss of prime warnings observed in the black box with low non zero and zero force. Pump exercised for 24 hrs- loss of prime was not duplicated. Force calibration passed. Opened pump- moisture found on force sensor plate. Dim display- letters have a red hue. Battery compartment cracked starting at the threads to the left side of grip pad down to the seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.